Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, there was insulation damage visually confirmed on the right atrial (ra) lead. The ra lead remained implanted and the patient was stable and will continue to be monitored.